Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced low blood glucose of 47 mg/dl when he woke up. He treated by eating gelatin and blood glucose at the time of the call was 150 mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was normal. The customer was not connected to the insulin pump during rewind and prime. The programming was accurate. The reservoir showed the same amount if insulin as the status screen and the insulin pump passed the displacement test. It was advised to contact the doctor to discuss the issue. The product was not returned for analysis.